Manufacturer narrative:
One opened sample was returned. The sample was examined using 10x magnification and found to have a damaged tip and cutting edge. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The exact root cause for the damaged knife is unknown. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edge exhibited on the returned opened sample, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported that a knife was blunt during a procedure. The knife was exchanged and the case was completed without delay or patient impact.